Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter read inaccurately high in comparison to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported the alleged meter inaccuracy issue began on (B)(6) 2016, at 7.53 pm. The patient reported that she obtained a ¿high¿ message on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported she manages her diabetes with insulin (self-adjuster), and reported she took 10 units of extra insulin in response to the ¿high¿ message. The patient stated that 1 hour after the alleged meter inaccuracy she developed symptoms of ¿nausea, shakiness, and sweating¿, she reported that in response to the symptoms she consumed some orange juice as treatment. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. The strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.